Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that a bd pyxis¿ es serve had new orders were not crossing. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. Upon investigation of the actual device used in this incident, it was determined that the new orders were not crossing. A technical support specialist checked the c drive using the tree size tool and found that the win sxs folder was occupying 16.3 gb with 442,937 files. Following the steps outlined in clean winsxs folder to free disk space, performed a cleanup of the winsxs folder. Then re-ran the command dism /online /cleanup-image /analyze component store in the command shell to analyze the folder again and compare the actual size of component store with the previous result. The size was successfully reduced from 17.52 gb to 8.72 gb, freeing up space on the c drive. Pyxis server has been cleaned, and resources are available, and the server was stable. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server had new orders were not crossing. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.